Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy, the jaws could not open after the firing. The knife reverse switch was used, but the jaws did not open. The tissue was so thin that it could be removed with the jaws closed. There was no impact on patient such as bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.